Manufacturer narrative:
Date of the event: (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient had poor coupling with recharging (only getting 2-3 bars) and it was taking too long to charge. The caller stated he had repositioned the antenna and adjusted the dial. The caller stated they went to the clinic the day prior as well and still they were unable to improve coupling. Troubleshooting during the call and using the antenna locate feature did not resolve the issue. A replacement recharger was sent. It was also noted the patient had dyskinesia symptoms since forever. Additional information was received from the patient stating that the replacement recharger did not resolve the issue, it was the same and that they had tried different positions , turned the dial and they never get over two boxes showing. Patient noted that they had tried everything and nothing seemed to make a difference and the most they ever get was two boxes. However , the patient was grateful for the new recharger , it was fast and everything was working but just slow. No further patient complications were reported/anticipated as a result of this event.